Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch mini lancing device had a cocking control issue. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 3:00pm, the patient reported attempting to test her blood glucose, and was unable to due to the alleged issue. The patient reported using self adjusting insulin (type unknown) to manage her diabetes. The patient reported making no changes to her diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2012 at 3:00pm, she developed symptoms of "dizziness and nausea." The patient claimed on (B)(6) 2012 at 3:30pm, she was seen in the emergency room (ER) and was given IV glucose for an unknown blood glucose result taken with the ER meter at 4:00pm. It is unknown if the patient was admitted for an acute complication of diabetes or discharged on the same day. At the time of troubleshooting, the cca was able to determine the lancing device had been in use for 6 months to a year. The cca noted the issue was occurring before the lancing device was fired. The cca also documented the patient was using the correct testing technique and there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient was unable to test her blood sugar due to the alleged issue, and was treated by a healthcare professional in the ER for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the onetouch lancing device involved with this complaint failed testing. The onetouch lancing device will not penetrate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.